Event description:
Approximately 10 years ago, a valve replacement was performed with an sjm mechanical heart valve (sn unknown). On (B)(6) 2018, the valve was explanted due to impeded leaflet mobility and was exchanged for a carpentier-edwards perimount magna heart valve (size unknown). One leaflet of the sjm mechanical heart valve was reported to be stuck, caused by pannus formation around the recessed pivot area. There was no significant calcification observed in the patient's annulus. Postoperatively, the patient has been in stable condition.

Manufacturer narrative:
The reported event of restricted leaflet mobility was confirmed. Thrombus was present in one recessed pivot area, which limited the mobility of one leaflet. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the thrombus remains unknown.